Event description:
A 2mm tip of 26mm sh needle associated with ethicon coated vicryl 2-0 suture broke off when needle driver (hand tool) was placed on sharp end to protect surgeon. This is a customary technique but doctor has been seeing more needles breaking than he used to see.